Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient underwent multiple hip arthroplasties where he was implanted with stryker product on an unknown date.